Event description:
On 10/12/93 an ipp device was implanted. On 12/21/93 the cylinders were revised. On 6/22/95 the pump was revised. The cylinders were revised, date not indicated. On 10/21/96 the cylinders and pump were removed from the pt and replaced due to incomplete correction of curve.

Manufacturer narrative:
Pump performed within specifications. Cylinders performed within specifications.